Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to provide the correct date of manufacture for the ventralight st. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a supplemental emdr will be submitted.

Manufacturer narrative:
Addendum to the previous information based on receipt of medical records. Per the medical records provided, patient developed abdominal pain two years post implant of the bard/davol ventralight st w/echo mesh. Conservative evaluation has not identified a specific cause of the pain. Through the medical records provided, surgical exploration/intervention has not occurred. The patient's attorney did not allege a specific device failure. Based on the information provided, including the patient¿s pre mesh implant history of abdominal pain and intrababdominal adhesions , we are unable to determine to what extent, if any, the bard/davol ventralight st w/echo mesh may have caused and/or contributed to the patient¿s abdominal pain. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Addendum to the initial emdr to document additional information and medical records provided by the patient's attorney. (B)(6) 2013 ¿ (B)(6) 2013: the patient was hospitalized due to abdominal pain and underwent an exploratory laparotomy with lysis of intraabdominal adhesions. (B)(6) 2015: the patient was diagnosed with incarcerated incisional hernias and underwent a robotic-assisted laparoscopic incisional hernia repair with implant of a bard/davol ventralight st mesh w/echo ps and reduction of incarceration. (B)(6) 2017: the patient had a surgeon office visit with complaints of chronic abdominal pain. Per the exam notes, "patient's had chronic abd pain several months duration describes it along his previous abd incisions with some area of attenuation (thinning). CT scan was performed without any definitive indication of hernia. Colonoscopy recently performed without any significant abnormalities. The midline abd surgical scar noted to have some slight attenuation at the abd and slightly above the umbilicus on the left with no definitive reducible hernia defect." (B)(6) 2017: the patient had a follow up office visit with surgeon who noted, "I see no definitive indication for surgical intervention. I discussed a potential option would be a laparoscopic evaluation or exploration of his abd. This could possibly entail removing the mesh from his previous hernia repair and may or may not aid in relieving any abd pain or could make symptoms worse or create a small bowel fistula. Patient related he does not desire to have more surgery." The attorney alleges the patient has experienced significant pain and suffering, has sustained permanent injury, has undergone additional surgical procedures to repair damaged caused by the ventralight st with echo.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event as no specific device failure mode or patient injury was alleged. To date no medical records have been provided. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney. On (B)(6) 2015, the patient had a 6x8cm ventralight st with echo implanted for hernia repair. The attorney alleges the patient has experienced significant pain and suffering, has sustained permanent injury, has undergone additional surgical procedures to repair damaged caused by the ventralight st with echo.